Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device manufacture date: the device manufacture date was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the motor device was heating up. It was not reported if there was a delay in the procedure due to the event. It was reported that there was a spare device available to complete the procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.